Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was not impacted. Reportedly, the customer was able to load a new cartridge, ultimately clear the alarm, and resume insulin therapy.